Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 520 mg/dl. Customer treated their high blood glucose via insulin pump and manual injection. Customer had been fishing for 3 days and decreased their basal rates. Customer understood that their blood glucose went high due to decreasing the basal rates. Customer had issues with their sugar glucose versus blood glucose large differential, issues with their sensor and high blood glucose levels.